Event description:
It was reported the patient had wound healing problems and explantation was performed as request by the patient and the patient resolved. It was noted the event was not related to the device. Follow up is being conducted to determine the cause of the wound healing problem and the location of the issue. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative reported the cause of the wound healing issue was unknown. The wound healing problem was behind the patient's ear. The patient had requested explant, it was not necessary from a medical point of view.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: updated to check intervention required.